Manufacturer narrative:
The software analysis determined that the behavior described is the intended behavior of the software. The software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that when the site did the trace they got a 2.5 number. They added the tip of the nose and then got a 1.1 number. When they checked the accuracy on the teeth with registration probe it was off by 9 mm. When they went back and cleared the point on the tip of the nose the accuracy was better but still way off. When they deleted the touchpoint completely it went back to 2.4 and was actually close enough that they were able to continue the case with image guidance. The manufacturer representative went to the site and said that they were unable to replicate any inaccuracy issues on the system. The archives showed that the exam had the top of head cut off, but was otherwise to protocol. Archive has 3 registrations saved on it. All three registrations were passing, but all have points collected under the surface, and one does not have points collected on the patient's left side. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The manufacture representative went to the site to test the navigation system. The reported issue could not be confirmed. No parts were replaced and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that when the site did the trace they got a 2.5 number. They added the tip of the nose and then got a 1.1 number. When they checked the accuracy on the teeth with registration probe it was off by 9 mm. When they went back and cleared the point on the tip of the nose the accuracy was better but still way off. When they deleted the touchpoint completely it went back to 2.4 and was actually close enough that they were able to continue the case with image guidance. The manufacturer representative went to the site and said that they were unable to replicate any inaccuracy issues on the system. The archives showed that the exam had the top of head cut off, but was otherwise to protocol. Archive has 3 registrations saved on it. All three registrations were passing, but all have points collected under the surface, and one does not have points collected on the patient's left side. There was less than an hour delay in the procedure. No impact on patient outcome.